Event description:
A technician reported that the surgeon noticed the intraocular lens was scratched after implantation. The iol was removed and replaced during the same procedure. The replacement iol was also noted to have a scratch and it remains implanted. Patient impact is unknown. Additional information has been requested. There are two medical device reports associated with this event. This report is for the original lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information was requested on 10/06/2009 and 10/27/2009 by mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).